Manufacturer narrative:
During the analysis, the mechanical and electrical properties of the lead were tested. The lead was returned, cut through at 14 cm distal of the connector pin. There were no deviations from the technical specifications at the lead fragments, which could be related to the clinical complaint. In particular, no damage to the electrical insulation was detected. The electrical check of the fragments did not show any anomalies. There were no indications of material defects or manufacturing errors.

Event description:
An increase in the pacing threshold, multiple pacing losses, and a decrease in sensing were reported 2 days after the implantation of the ICD. The lead was exchanged.